Event description:
It was reported that during a revision procedure a new lead was placed, and when they went to connect the existing device there were observations of noise that were not present prior to explant. They physician decided to use a new device, where upon connection they observed the same noise and high impedances greater than 3000 ohms. When the lead was attached to the pacing system analyzer (psa) everything looked clear. It was discussed that this appeared to be air in the header or some sort of hospital emi, and provided suggestions to help expel the air. The lead measurements were good, so the plan was to see if the issues resolve over time. This device remains in-service. No adverse patient effects were reported.